Event description:
Patient had ngt compat #083106 inserted. Ngt placement was questionable. Registered nurse went to remove the tube and could not remove tube. The end portion of the tube was stuck in the nasal cavity and nasal turbinate. Patient required surgical procedure to remove remaining portion of the tube.